Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer two had failed and was not detected on the bus. A field service engineer identified that the pyxibus modular controller board had failed. The lights on the board were present, but extremely dim. The engineer replaced the modular controller board, after which the system operated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on the bus, hard reboots were performed, and drawer 2 was still not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.